Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact ages unknown. Sex/gender: unknown. Date of event: unknown. Serial#: unknown. Catalog #: a complete catalog # is unknown. Expiration date: unknown. UDI #: UDI # is unknown. If implanted; give date: unknown. Exact date of implant not provided, timeframe provided in article is from january 2017 through march 2018. If explanted; give date: unknown. Phone number: unknown. The products are not returning for evaluation. There was no serial number reported for this device; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication reports 1 patient had intractable dysphotopsia requiring a lens exchange; "many" patients reported early dysphotopsias; 2 of which reported persistent moderate dysphotopsia at later post op visit. No further information provided. A copy of the article is attached to this report. Pandit, r.t. (2018) monocular clinical outcomes and range of near vision following cataract surgery with implantation of an extended depth of focus intraocular lens. Journal of ophthalmology, https://doi.org/10.1155/2018/8205824.